Event description:
The customer called philips because the device defaults on pace and on defib pads, has a red x and needs calibration. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.